Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dyspareunia, dermatitis allergic, psychological trauma, vaginal discharge, fatigue, migraine and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered alopecia, back pain, dermatitis allergic, dyspareunia, fatigue, menorrhagia, migraine, psychological trauma and vaginal discharge to be related to essure. The reporter commented: received treatment for menorrhagia (heavy menstrual bleeding), quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- case become incident. Eventy injury nos was replaced with back pain, and new event dyspareunia, menorrhagia, rash/skin condition, vag. Discharge, fatigue, migraines, hair loss were added. Patient demographics added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.